Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and refractive surprise. Due to low vault and refractive surprise, the lens was exchanged for a longer length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and refractive surprise. Due to low vault and refractive surprise, the lens was exchanged for a same model, longer length but weaker power lens. The problem was resolved. Cause of the event was reported as unknown. Refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge tube with residue/debris on the lens. Visual inspection found the lens optic deformed and scratched and the haptic broken, bent, deformed and scratched. Dimensional inspection found the lens to be within specifications. Functional inspection found that the lens did not meet original values measured at the time of manufacturing. Claim # (B)(4).